Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported while the probe passed priming, once placed in the eye the probe would not cut. The probe was switched out and the case was completed. There was no pt impact reported.